Event description:
A customer contacted baxter's technical service center regarding a check final line alarm. The tsr went through troubleshooting steps with the home patient (hp). The tsr instructed the hp to start over with new supplies. The hp stated that she has started over once with new bags and twice with a new cassette. The tsr stated that she should start with all new supplies. The hp would just skip therapy for the night. The tsr suggested the hp do a manual exchange and call her nurse in the morning. During follow up the hp stated that nothing was noticed with the supplies and the nurse came out and resolved the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Use error - failed to follow therapy steps occurred due to the patient reusing disconnected supplies after a check final line alarm. The root cause is use error. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Use error, sample not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.